Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
The customer reported tidal volume was low. There was no patient involvement. The manufacturer¿s field service engineer (fse) restarted the device, checked the device, and found that the low tidal volume malfunction was caused by the flow sensor failure. The manufacturer¿s field service engineer (fse) replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.